Event description:
Tego cap used on hemodialysis catheter was faulty allowing air to enter the blood line. Thankfully this was on the arterial blood line vs venous blood line which could have caused a large air embolism. Treatment was immediately aborted, blood loss of approximately 100 ml due to inability to rinse back line. Tego cap has been saved for analysis if needed. No harm to patient.